Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. The cause of low bg level was unknown. The customer¿s spouse attempted to give the customer some juice, but they were unable to drink it and the customer received third party assistance from emergency medical services (ems), who provided intravenous (IV) treatment of dextrose to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.